Event description:
Device malfunction: bent locator wings/shredded sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the prongs on the end of the device were bent in the opposite direction and shredded the plastic sheath as it was being moved into position. Hemostasis was achieved using manual compression. There was no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.